Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and thyroid level was high on (B)(6) 2019 with blood glucose of 400 mg/dl to 500 mg/dl. The customer's high blood glucose levels were 300 mg/dl to 400 mg/dl, low blood glucose level were sometimes 60 mg/dl to 30 mg/dl and ones was 28 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as sick and dehydrated. The customer treated with the high blood glucose for insulin pump, insulin shot and low blood glucose for juice. Customer stated that battery life was diminishing, battery cap was dull and battery corrosion because she was sweating when she was low blood glucose. Customer also stated that sometimes rejected new batteries during replacement, louder to rewind and belt clip was broken. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.